Manufacturer narrative:
Unable to determine root cause without sample or lot number for further evaluation. Attempts were made to gain additional information related to this report and no additional information was received. Factors such as taping techniques and diaphoric skin could affect critical tube securement with tape. Critical tubes should be closely monitored and retaped as needed.

Event description:
Customer reported durapore tape does not stick well, especially to endotracheal (et) tubes, oral gastric (og) tubes and nasal gastric (ng) tubes. The customer reportedly had og tubes and bite blocks slip loose due to low adhesive of the tape. No date of incident(s) provided. No additional patient information available. No known lot or sample available. Attempts were made to contact the hospital for further information regarding patients and taping techniques for critical tube securement. No additional information was received.